Event description:
When priming IV tubing a bd smartsite extension set 0.2-micron low protein binding filter for infusion of nexviazyme, the back of filter began leaking drug. The priming was stopped and only very small drops of drug was leaked. The filter was changed and infusion completed without difficulty. The filter lot # is (10)24119312.